Event description:
It was reported that a spectrum infusion pump had an "intermittent key not working". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "intermittent key not working", determined to be caused by a failed keypad. The evaluation found the keypad had limited operation due to the #0, #1, and #2 keys making an intermittent connection. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.